Event description:
The pt was revised because of ligament laxity.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported event; however, provided info indicated pt ligament laxity was a contributing factor. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or any add'l info be rec'd, the investigation will be re-opened.